Event description:
It was reported that the procedure was started prior to a baseline act being returned. When the baseline act was received the patient was at 96 and was heparinized with 4000 units and a non-guidant act was performed. When the second baseline act was returned the patient was at 120 and two more doses of heparin were given for a total of 11,000 units and the patient was only at 220. Pre-dilation was performed with a non-guidant balloon over the 5.5 rx accunet wire. A 6-8x30 rx acculink was then deployed. A non-guidant balloon was used to post-dilatate then a non-guidant balloon was used to reduce the waist of the lesion. An injection in the lcc showed slow flow in the lcca to lica with no flow observed distal to the accunet. A neuro check was done and the patient was asymptomatic. Thinking there was a thrombosis obstruction the flow through the accunet, the physician used a non-guidant aspiration catheter.